Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Note: the date of removal is (B)(6) 2021. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient underwent a breast augmentation primary with a mentor smooth round high profile 270cc and suffered from a capsular contracture on the left side. The patient experienced sharp pain, left is hardening and rising. As a result, the patient will undergo removal on (B)(6) 2021.